Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the pump touch screen had a blue dot. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined to provide additional information. And declined troubleshooting with tandem technical support.